Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient didn't know why they were experiencing a burning sensation at the implantable neurostimulator (ins) site. The action/intervention taken to resolve the burning issue was they shut the ins off for seven days. The patient clarified that their ins is for urinary retention. It is unknown at the time of the report if a kidney infection was diagnosed. It is also unknown if the possible kidney infection is related to the patient's underlying urinary dysfunction or to the device/therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said "it's milky" and their back is hurting so they assumed their bladder wasn't empting and they have a possible kidney infection. Prior to calling, the patient increased stimulation to 3.0v on (B)(6) 2019. Caller also noted having burning/hurting at ins site and thought it might be related to turning stimulation up. The caller noted the site is not red or inflamed, but added that the issue occurred 10-15 minutes prior to calling. During the call, the patient synched to the ins which showed stimulation was on at 3.0v on program 4. The call center reviewed the options of turning stimulation off, decreasing stimulation, and changing programs. The patient initially decreased stimulation, but did not notice a change to the burning. The patient decided to change to program 3 and adjust stimulation as desired. As a result of what was reported, the patient was redirected to their healthcare provider (hcp) to medically assess the ins site. No further patient complications have been reported as a result of this event.